Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. The stapling device cannot fire when holding onto the tissue. Changed to another one, but it still cannot fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, changed to a new handle and reload. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the each reload was received with a full complement of staples. Functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.